Event description:
It was reported that the patient's system was completely removed a couple of weeks ago due to 'device rejection.' The patient also rejected a hip as well in the past. An allergy kit was requested. Subsequent information received reported that the patient was receiving great therapy and was happy prior to device rejection. There were no malfunctions. No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead, product ID 3777-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 355531, lot# n327998, serial#, implanted: 2012 (B)(6), explanted: product type screening device. (B)(4).